Event description:
New information received notes that the lead was explanted and replaced without complication. The patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, high, out of range pacing lead impedance was observed. The patient was scheduled for lead replacement procedure. However, it was cancelled due to a device unrelated infection. The patient was prescribed antibiotics. The lead replacement will be rescheduled after the infection is cleared.